Manufacturer narrative:
The field service engineer (fse) found cleaner leaking from the probe wash collar area. He performed probe wash collar alignment adjusting probe. Fse also noted and replaced brown coated hgb chamber, adjusted hgb lamp for highest output, and performed verification. (B)(4).

Event description:
The customer reported about 1 milliliter (ml) leak of dried cleaner in the drip tray and contained inside in the unicel® dxh 800 coulter® cellular analysis system. Customer also reported unstable hgb results on controls. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.